Event description:
Device reading does not correspond with the spoken reading can notice the difference. The customer is visually impaired, customer states the device is making a sizzling sound. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.